Manufacturer narrative:
Findings:no button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that she might have sat on it but not sure. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report.